Event description:
It was reported that the pump failed to read the cassette and displayed a door error. The event occurred during setup.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump failed to read the cassette and displayed a door error" was confirmed through cassette insertion test, the downstream occlusion (dso) sensor not responding. The probable cause was unknown. The dso sensor was replaced. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.